Event description:
Medtronic received a report that the coil pre-maturely detached. The device was prepared as indicated in the IFU. No surgical or medicinal intervention was required. The physician did not attempt to detach the coil. A continuous flush was administered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.